Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, it was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When the console was booted, the console alarms were consistent with what was seen in the field. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
Battery failure was reported. Patient information is unknown; however, it was noted that there was no harm to patient.